Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04dec2020.

Event description:
It was reported that the ventilator had a error code (1118) 5 volt supply failed. There was no patient involvement. The customer troubleshot with technical support. The customer replaced the power management board and the issue was addressed.